Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the catheter was used (ablation performed), then pulled out for a moment and purged before reinserting. They noticed that when purging, the water stream that is supposed to go out from the tip of the catheter, was not good (drops instead of real stream). It was working when they purged for the first time before inserting the catheter for the first time. There was no patient consequence. Additional information was received. It was reported that they flushed for several seconds in an attempt to resolve the irrigation issue. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Photo analysis: a picture was received for evaluation following biosense webster's procedures. Based on pictures provided by the customer, no irrigation issue can be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31307681l and no internal action related to the complaint was found during the review. The customer complaint cannot be confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the catheter was used (ablation performed), then pulled out for a moment and purged before reinserting. They noticed that when purging, the water stream that is supposed to go out from the tip of the catheter, was not good (drops instead of real stream). It was working when they purged for the first time before inserting the catheter for the first time. There was no patient consequence. Additional information was received. It was reported that they flushed for several seconds in an attempt to resolve the irrigation issue. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation.

Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the catheter was used (ablation performed), then pulled out for a moment and purged before reinserting. They noticed that when purging, the water stream that is supposed to go out from the tip of the catheter, was not good (drops instead of real stream). It was working when they purged for the first time before inserting the catheter for the first time. There was no patient consequence. Additional information was received. It was reported that they flushed for several seconds in an attempt to resolve the irrigation issue. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during ablation. Device evaluation details: visual inspection, pump, and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A pump and pressure gauge test were performed, and the device was irrigating correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31307681l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: make sure the irrigation holes are not plugged prior to re-insertion; the temperature sensor is used to verify that the irrigation flow rate is adequate; inspect the irrigation saline for air bubbles prior to its use in the procedure; purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction to the initial report: corrected UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).